Event description:
The patient contacted lifescan alleging that their fast take meter was reading inaccurately low. One week ago the patient obtained a 7:34 am result of 4.5mmol/l, followed by results of 1:4mmol/l, at 11:44 am, 3.8mmol/l, at 1:47pm and 2.3mmol/l at 3:55 pm. The patient was tired, light headed, was sweating, and had tinglig and shaking hands. Patient stated that they tested after having symptoms; however information was not provided as to which test followed the patient's symptoms. The patient called their doctor after obtaining the result of 1:4 mmol/l because they were concerned about it. The 1.4mmol/l reading is considered erroneous on its face since an individual is expected to have altered consciousness with such a low blood glucose value. They saw the doctor 2 days later and was tested with 3 different meters at the doctor's office.the results 4.8mmol/lon the reported meter, 4.9mmol/l on another meter, and 7.7 mmol/l on a third meter. It does not appear that a laboratory result was obtained to conduct a valid accuracy comparision. The patient was advised to replace the reported meter. Based on the information provided, the patient experienced symptoms of hypoglycemia consistent with meter readings obtained on that day. There is insufficient information to indicate that the product contributed to the patient experiencing injury. The customer care representative walked the patient through 2 control solution tests, the result of 3.9 and 4.1 mmol/l, both fell outside of the control solution range (8.8 - 12.6 mmol/l) based on the 2 consecutive failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter , test strips, and control solution were replaced.